Event description:
Patient experienced an anaphylactic reaction wihtin 4-5 seconds after hemodialysis treatment was started. Treatment was discontinued. Patient was resusitated and sent to the hospital. Patient had extreme difficulty breathing after resusitation and was given oxygen. Bp was 75/45 upon arrival at the hospital. The pump was stopped only after the reaction occurred. Unknown if dialyzer was rinsed or renalin residual test was performed.